Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a high blood glucose (bg) level, value was not provided; and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer decline a system check with the pump and supplies.